Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the patient presented to the clinic on (B)(6) 2016 and reported increased pain with withdrawal symptoms for one week. The catheter access port could not be aspirated during a diagnostic contrast study on the same day and it was noted the catheter was occlusion. The pump reservoir was interrogated to determine actual versus interrogated reservoir volume. The irv was 28.9 ml and the arv 27 ml. The patient's pump was reprogrammed on (B)(6) 2016 and oral baclofen, clondine, and promethazine were administered. The patient reported controlled pain relief following adjustment and elected against the catheter revision. It was indicated the event was related to the device or therapy. The patient reported a repeat episode of withdrawal and symptoms of nausea, vomiting, hot/cold spells on (B)(6) 2016, which was treated with oral medication. Additional information reported that during a pump refill on (B)(6) 2016 a reservoir discrepancy was noted in which the estimated reservoir volume was 13.9 ml and the actual reservoir volume was 19 ml. It was indicated the event was related to the device or therapy. The patient continued to elect against revising the catheter. It was noted the issue was still unresolved with no actions planned. Additional information reported during a pump refill on (B)(6) 2017 a reservoir volume discrepancy was noted in which the estimated reservoir volume was 12.7 ml and the actual reservoir volume was 19 ml. It was indicated the event was related to the device or therapy. The patient had a known catheter kink and has elected against a revision. The issue was unresolved with no further action planned.

Manufacturer narrative:
The other relevant components include: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid, clonidine, compounded baclofen and bupivacaine at 10.0 mg/ml, 300 mcg/ml, 800 mcg/ml, 30.0 mg/ml concentrations and doses of 3.352 mg/day, 100.55 mcg/day, 268.13 mcg/day, 10.055 mg/day respectively via an implantable pump. The indication for use was malignant pain. It was reported during a pump refill, on 2016-oct-27, a reservoir volume discrepancy was noted. The device was interrogated the same day and estimated reservoir volume was 13.3 ml and the actual reservoir volume was 18 ml. The patient had a known catheter occlusion and had elected not to have the catheter revised. It was indicated the event was related to the device or therapy. No actions were taken and the issue was unresolved with no further action planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.